Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an inaccurate flow issue during delivery. The device did not alert when fluids were unable to flow properly and when there was no obstruction in the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: it was reported that a spectrum iq pump alarmed system error 220 (pump task starved) during delivery. H10: the device was received for evaluation. During functional flow accuracy testing, the device did not deliver within specification. A 'system error 220' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported 'system error 220' was not verified. The 'inaccurate flow issue' was verified. The cause of this condition was determined to be the pressure plate assembly being out of adjustment. The pressure plate assembly requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.